Event description:
It has been reported to philips that the system would not start. It froze on the startup screen. The system was in clinical use and the patient was moved to another room to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system was not starting. Review of the log files showed mains power issue. Rse checked power supply units and found pd.scomp.dcps was faulty as the power supply does not have an output of 24v. The philips field service engineer (fse) visited onsite and confirmed that the power supply was defective and did not have dc output. To resolve the problem, fse replaced the pd.scomp.dcps_24v_12v_5v. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.